Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 49 mg/dl at the time of the report. The customer's mother stated that the infusion was not fully inserted, which caused the event. The customer was using a quick-set infusion set. Nothing further was reported.